Manufacturer narrative:
Device was not explanted. Unable to provide a date of manufacture without a lot number. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number a device history records review could not be requested.

Event description:
Patient status post plate and screw implantation returned to surgeon for post op visit. An x-ray showed one quick lock cancellous screw at c7 pulled out of the cervical spine locking plate. Surgeon noted the patient was healed.